Manufacturer narrative:
Field service technician has been sent for investigation and exercised "fus2" switch several times to resolve issue. According to service order# (B)(4) the issue may have been due to a dirty contact on breaker switch. Thus no product related failure could be confirmed. Field service technician performed full functional verification, device checks ok. The unit has been returned to clinical use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
As stated by the hospital: when unplugged the device they got fus2 error. No patient was involved. Internal reference: (B)(4).